Manufacturer narrative:
The investigation into the reported positioning issues was completed. The device was returned for evaluation. Visual inspection of the pump revealed that the catheter was cut. There were no cannula/catheter kinks observed and the touhy-borst was tight and functional. Based on the available information, the root cause of the positioning issue was use-related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 65-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced positioning issues. The physician attempted to perform slight manipulation of the device when crossing the valve to get it to flip away from the mitral valve upon initial implant. Transesophageal echocardiogram measured 5.58cm. The following morning, the patient experienced a "purge flow decreased" alarm followed by an "impella in aorta" alarm. Echo was performed and the device was noted to be right at the aortic valve but not across or into the left ventricle. The surgeon subsequently, attempted advancement with no success. Additionally, a hematoma was noted at the insertion site that required evacuation. The patient was taken back to for pump exchange. No further information was provided. There were no reports of harm to the patient.